Event description:
A tech with (B)(6) contacted galil medical to report an issue with their presice system, serial (B)(4) during system testing at (B)(6) facility, the patient was under anesthesia. During system testing, the tech noticed channel 3 was leaking. Galil will assist with ordering parts to order to fix the issue. The case was cancelled.